Event description:
Report received of a tubing set leak at the t-elbow. The event occurred while the nurse flushed the tubing with a 5cc syringe of normal saline. The nurse noted an unspecified amount of blood dripping and IV solution spraying from the t-elbow. There was no adverse pt sequelae.